Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - shortly after the implantation, an intermittent loss of capture was reported during a revision to reposition the lead. Both this lead and the pacemaker were replaced and not returned for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed cuts in the insulation. It is reasonable to assume that these cuts resulted from the surgery. Blood penetrated the lead in the cut areas. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The analysis did not reveal any sign of a material or manufacturing problem.